Event description:
It was reported that during the implant procedure, two of the same model leads were attempted in the right atrium but were unsuccessful because the helix mechanism no longer extracts or retracts after at least one repositioning. A different model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. (B)(4).